Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: moisture corrosion is observed inside the pump on the display screen .the audio bolus button cover is torn. Unable to verify bolus button response due the power failure. The pump¿s cover was removed, moisture corrosion was found inside the pump to the display screen, and four individual circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.